Manufacturer narrative:
(B)(4).

Event description:
It was reported the trial patient described intermittent stimulation, the device turning itself off, and a recurring error message regarding the cable cord and snap-lid connector was not closed, despite the fact that it was closed. There was some blood residue built up in the snap-lid mainly on the 0-3 quad connection. They tried removing the 0-3 quad and just use the other quad 4-7 but the stimulator would no longer work. The patient recovered without sequela.